Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The device was explanted due to inflammation in the middle ear. Reportedly, the recipient went in autumn 2023 to a swimming pool after which he became frequently ill with acute respiratory viral infections and herpes. In (B)(6) 2024 the recipient became acutely ill and an acute otitis media on the left (concerned) side was detected. The recipient was treated with anti-bacterial therapy (drops), however, without effect. A little later, the parents went to the doctor again. This time there were a perforation of the eardrum and a fungal infection of the external auditory canal. Due to inflammation in the middle ear, it was decided to remove the implant. Surgical intervention took place on (B)(6) 2024.

Manufacturer narrative:
Additional information: according to the information received from the field explantation was planned due to an inflammation of the inner ear and perforation of the ear drum most likely caused by device unrelated medical otitis media. A review of the device_s sterilization records shows that the device has been subject to a valid sterilization process, thus no available information points to the implant being the source of the inflammation. Additionally, the three most basal channels migrated post-operatively out of cochlea. During surgical intervention the implant housing could not be removed due to a high risk of injury to the dura mater. The electrode was explanted but has not been received for investigation.

Event description:
Reportedly, the recipient went to a swimming pool in autumn 2023 after which he became frequently ill with acute respiratory viral infections and herpes. Surgical intervention took place on (B)(6) 2024. No further interventions planned for the recipient.

Manufacturer narrative:
Conclusion: according to the information received from the field explantation was planned due to an inflammation of the inner ear and perforation of the ear drum most likely caused by device unrelated medical otitis media. A review of the devices sterilization records shows that the device has been subject to a valid sterilization process, thus no available information points to the implant being the source of the inflammation. Additionally, the three most basal channels migrated post-operatively out of cochlea. During surgical intervention the implant housing could not be removed due to a high risk of injury to the dura mater. The electrode was explanted. Device investigation of the electrode did not reveal any damage, which has been present whilst implanted. This is a final report.

Event description:
Reportedly, the recipient went to a swimming pool in (B)(6) 2023 after which she became frequently ill with acute respiratory viral infections and herpes. Surgical intervention took place on (B)(6) 2024. No further interventions planned for the recipient.